Event description:
"Surgeon was using assembled fiber/handpiece, scrub tech was supporting fiber on field, fiber burned a hole in her (scrub tech's) doubled gloved left hand, and left a red mark on her hand, with residual burning and tingling. That fiber blew out the side ½ the way down the fiber." This information is documented as reported to trimedyne, inc.

Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. (B)(4).